Event description:
During routine follow up, the pacemaker involved in this MDR report was pacing above the programmed maximum tracking rate. An attempt to re-initialize completely the pacemaker was proposed to the physician through a switch to standby mode with a dedicated engineering software, and a re-initialization with the standard programmer software version. This procedure was followed and successful: a correct pacing behavior was restaured.

Manufacturer narrative:
2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.